Manufacturer narrative:
(B)(4).

Event description:
The receiver was evaluated. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A global receiver functional test was performed and passed. Manual "try it" testing was performed and failed due to no audio. The receiver case was opened for an interior inspection and passed. Speaker resistance was measured and failed. The allegation was confirmed. The probable was determined to be a defective speaker. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.